Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid (B)(6).

Event description:
The customer observed falsely elevated potassium results generated from alinity c processing module for one patient from four different specimens. The specimens drawn on (B)(6) 2024 and tested on (B)(6) 2024.the results provided were: on (B)(6) 2024 sid(B)(6) initial potassium=6.8 mmol/l /repeated from second specimen from same patient sid (B)(6) mmol/l /repeated on third specimen from same patient sid (B)(6) mmol/l /repeated fourth serology specimen sid (B)(6) mmol/l /on (B)(6) 2024 recentrifuged and repeated initial first specimen sid (B)(6)> 10.0 mmol/l /second specimen repeated sid (B)(6) mmol/l laboratory reference range for potassium=3.5 to 5.2 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated potassium results generated from alinity c processing module for one patient from four different specimens. The specimens drawn on (B)(6) 2024 and tested on (B)(6) 2024. The results provided were: on (B)(6) 2024, sid (B)(6), initial potassium=6.8 mmol/l /repeated from second specimen from same patient sid (B)(6)=4.7 mmol/l /repeated on third specimen from same patient sid (B)(6) =4.5 mmol/l /repeated fourth serology specimen sid (B)(6) =4.5 mmol/l /on (B)(6) 2024 recentrifuged and repeated initial first specimen sid (B)(6) => 10.0 mmol/l /second specimen repeated sid (B)(6)-n=4.7 mmol/l. Laboratory reference range for potassium=3.5 to 5.2 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of ict sample diluent, list number 07p53-20, lot number 05150un23. The ict sample diluent used to analysis of electrolytes on alinity c processing module. A search by product lot did not identify an increase in complaint activity. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict sample diluent lot number 05150un23.